Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced critical pump error with open book image alarm, exposed to moisture. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed. Customer reported that the water enters the battery compartment and received the critical pump error alarm. No harm requiring medical intervention was reported. Mmt-1886 was requested, and customer response was the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
Pump was received with a cracked battery tube threads and a cracked case-corner of belt clip rails near the battery tube compartment. Pump was also received with a critical pump error (open book image) alarm. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image) alarm. Successfully downloaded pump traces and history file using thump. Critical pump error (open book image) alarm triggered by three consecutive pump error 63 alarms on 08/12/2024 20:06:14.000 and 08/12/2024 20:06:27.000 according in the error log file/detailed trace file. As per global logic analysis (esf#: 3926945), pump error 63 alarms (twi) (line number 147 file number 2017), suspected on hw. Please see below for pump error(s)/alarm(s) noted 2 days prior to the event date 12-aug-2024 in the formatted history file. Lostsensor1alert (780) was found on: 08/11/2024 01:39:00.000, 08/11/2024 02:14:00.000, 08/11/2024 20:30:00.000. Sensorexpiredalert (794) was found on: 08/11/2024 17:53:35.000. Lostsensor2alert (781) was found on: 08/11/2024 20:46:00.000. Unable to test for lost sensor alert and sensor expired alert due to critical pump error (open book image) alarm. Lost sensor alert and sensor expired alert were unknown. Pump was cut open to perform visual inspection and found corrosion on the pcba 1 and pcba 2. Slight corrosion was found in the battery tube assembly noted. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a scratched case and a serial number label fading. Cosmetic damage was confirmed at the battery compartment of the pump during analysis. Critical pump error (open book image) alarm confirmed due to three consecutive pump error 63 alarms. Critical pump error (open book image) alarm and pump error 63 alarms due to corrosion on the pcba 1 and pcba 2. Also, slight corrosion was found in the battery tube assembly noted pump exposed to moisture was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.